Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that patient is not getting anything on the device, so they want someone to kind of reboot it. The patient stated that they believe it began somewhere around the first of december stating, "when they got into december it just got crazy." The patient stated that they contacted a manufacturer's representative (rep) and that they want this to be taken care of since they like using it. The patient stated that they had not heard back from the rep, but will wait to hear back from them. No further complications were reported or anticipated.